Manufacturer narrative:
Device evaluation: h6 the suspect dispense lane assembly was returned to tosoh instrument service center for investigation. A visual inspection revealed excessive wear around the x-axis in excess of ¼ inch. The probable cause of the issue is attributed to the dispense lane assembly.

Manufacturer narrative:
Correction: g3

Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the error on the error log and was able to reproduce the intermittent error by performing quality control (qc). The fse replaced the dispense lane-x home sensor but the error reappeared. The fse then replaced the dispense lane assembly, which resolved the issue. Alignments and daily check were performed with acceptable results. Instrument performance validation was performed via quality control. Results passed within the acceptable published ranges. The aia-900 analyzer returned to operation. No further field action required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 12dec2018 to aware date (B)(6) 2020. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [4081] d.lane-x home not detected. Cause: the home sensor s030 failed to be activated after the dispensing lane moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s030 and pm030 for a possible malfunction. The returned dispense lane assembly is currently under further evaluation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported receiving error 4081, d.lane-x home not detected on the aia-900 analyzer. The customer removed the cover and did not observe any obstructions. An all set home was then performed. The error occurred when the probes attempted to descend. A field service engineer (fse) was dispatched to address the reported issue, which resulted in the delay of reporting troponin I (ctnl2) patient results. There was no report of patient intervention or adverse health consequences due to delay in reporting.